Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about liquid leakage after a few hours, several hours of infusion, with damage to the connector.

Event description:
No new information.

Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. Two photographs and one q-syte connector were provided for investigation. The sample exhibited evidence of use. The top disc of the septum had separated from the rim of the top body. Adhesive was observed between the top disc and the top body, which indicates that the device was properly assembled. The damage likely occurred after the device was manufactured; however, the root cause could not be determined. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.